Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, was exhibiting error code 1720 and double beep no cassette, during testing. No adverse patient effects were reported.

Manufacturer narrative:
Other, device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found that the device exhibited error code "1720" when it was powered up. The investigation determined that issues with the back-up capacitor and downstream occlusion sensor were the cause of the reported issues. Based on evidence and investigation, the complaint allegation was confirmed. The back-up capacitor and downstream occlusion sensor were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.